Manufacturer narrative:
The system will continue to be monitored in clinic. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and this right ventricular (rv) lead exhibited high out of range pacing impedance measurements in both unipolar and bipolar configuration. Threshold and sensing measurements had not changed since implant. No adverse patient effects were reported.